Manufacturer narrative:
H.6. Investigation: customer returned one (1) 0.3ml bd insulin syringe in an open polybag from lot 9161989. Consumer reported the syringes are defective, they catch on the skin. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the syringe barrel was observed. Due to the hub separation, it was not be determined whether the syringe exhibited needle point integrity issues. A review of the device history record was completed for batch# 9161989. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle point integrity) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was catching on the skin and the needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no.: 328440 batch no.: 9161989. It was reported the syringes are defective, they catch on the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on 2020-05-04. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-08-04 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was catching on the skin and the needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no.: 328440 batch no.: 9161989. It was reported the syringes are defective, they catch on the skin.